Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine while the home patient (hp) was connected. The patient line had been properly primed and no patient extensions were in use. The hp had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr advised the hp to dispose of current supplies and start over with all new supplies or manual bags. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.